Manufacturer narrative:
Complaint conclusion: as reported, at the time the guide catheter was removed from its package to be used with the patient, the tip was evident to have a defect or fracture. There was no reported patient injury. The product was not clinically used. It was reported that the product did not separate into two pieces. The intended procedure was an angioplasty. The product was stored and handled according to the instructions for use (IFU). The procedure was completed using another guiding catheter. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot # 17366703 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to not use any damaged product as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, at the time the guide catheter was removed from its package to be used with the patient, the tip was evident to have a defect or fracture. There was no reported patient injury. The product was not clinically used and will be returned for analysis. It could not be confirmed if the device was truly fractured/cracked or if a kink/bend occurred. Separation did not occur. The intended procedure was an angioplasty. The product was stored and handled according to the IFU. Another guiding catheter was used to complete the procedure.